Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high blood glucose while the continuous glucose monitor (cgm) sensor was in warm-up and the ilet pump could not yet respond; the highest cgm reading was 246 mg/dl with a glucometer confirmation of 209 mg/dl after the user drank a cup of chocolate milk, and once cgm data became available the pump began dosing to bring glucose down. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to improper procedure while the user interface component was involved only insofar as normal system operation required active cgm data. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.